Event description:
On june 3, 2024, senseonics was made aware of an incident where the user experienced a hypoglycemia event with no alert from the system due to sensor inaccuracies.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The customer reported the following low glucose values: sg = 128 and bg = 44 mg/dl on (B)(6) 2024, 1:20 pm. Dms review showed: sg = 128 mg/dl at 1:16:26 pm and bg= 51 mg/dl at 1:18:20 pm on (B)(6) 2024. The calibration entered by the user was rejected by the system. Glucose alert settings were provided as follows: low alert: 80 mg/dl. Dms review confirmed that the user didn't receive a low glucose alert at the time of the event because the sg values never went below the low alert setting of 80 mg/dl. However, it was confirmed that the user received a low glucose alert at 1:36:28 pm when the sg was at 79 mg/dl. The system did not go below the low alert threshold until 1:36 pm. The customer did not seek medical treatment and treated himself by drinking apple juice. The difference observed between sg and bg readings was addressed under an associated sensor inaccuracies case (MDR#3009862700-2024-00785). Initial escalation analysis determined that the sensor deviated from its normal behavior, however root cause could not be determined based on the available data. B4. Date of this report 17 july 2024. G3. Date received by the manufacturer? 17 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.